Event description:
It was reported that the customer was experiencing high blood glucose level. Customer had blood glucose level 22 mmol/l and then dropped down to 11 mmol/l again back up to 24 mmol/l. The insulin pump had loosed retainer ring and reservoir was not able to lock in place when inserted into insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.